Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced a flu, heart pain, chest pain, high blood glucose, the onset of diabetic ketoacidosis and they were hospitalized. Customer experienced difficulty breathing, dizziness and a bad head ache.